Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; epg (external pulse generator) passed functional test. Analysis found the battery contacts were polluted. Analysis also found the battery door release latch was sticky and several parts backside (ring, ring cover, bail, and bail cover) of the epg were missing. (B)(4).

Event description:
It was reported the epg (external pulse generator) doesn't work. The epg was returned for service. No patient complications have been reported as a result of this event.